Event description:
Only one unit was tested of the double collection, both were discarded.

Manufacturer narrative:
This report is being filed.

Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. Root cause: review of the run data file showed that the steady state of the lrs chamber was interrupted between 32- and 40-minutes procedure time. It is possible though not conclusive that wbcs escaped from the lrs chamber during this period. The reservoir volume signal indicates that a temporarily block of one of the lines in the centrifuge, such as an air block caused the interruption of the steady state of the lrs chamber. The trima accel system has alarm limits on the reservoir fill and empty volumes. However, an obstruction in one of the lines exiting the centrifuge will not always be detected because the flow rate of the platelet pump during platelet collection may not be high enough to trigger the alert as was the case in this procedure. The collect and/or plasma line air block may have been caused, but not limited to: improper loading of the tubing set, kinked or occluded tubing lines, or variations in the tubing set.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit (B)(6). The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.